Event description:
It was reported that patient underwent a successful reverse total shoulder arthroplasty. At the clinic visit two week post procedure the surgeon noted that the incision was healing well, there was some mild ecchymosis and swelling and the prosthesis was palpable anteriorly. X-ray imaging revealed that the glenosphere had dissociated from the baseplate and the surgeon determined the patient would require surgical intervention to address this issue. The patient underwent a revision surgery during which the glenoid components were explanted and replaced. The patient reported no issues and imaging did not find anything abnormal a clinic visits two weeks, one month, three months and six months following the revision surgery. There was no clinical consequence to the patient.